Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation; two events were confirmed during testing. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device was found to be affected by disassembly. One device was found to be affected by missing components. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.